Manufacturer narrative:
The customer reported that their central nurse's station (cns) wouldn't boot into windows. The customer also reported that this cns rebooted due to power interruption and that the load level was low per the uninterruptible power supply's (ups) display. Nk ts advised them to remove the hdd0 and replace it with hdd1, after which the cns was able to boot into windows but displayed a file corruption. The customer will follow up with nk ts after they run a windows check disk. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the ups was used in conjunction with the cns, and it is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni. S/n: (B)(4). Approximate age of the device: ni. No model was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) wouldn't boot into windows.

Event description:
The customer reported that their central nurse's station (cns) wouldn't boot into windows.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) healthcare reported cns would not boot into windows on pu-621ra with 894. Investigation summary. The root cause of the ups failure could not be identified. Per manufacturer's manual, the batteries are designed to last from 2-5 years, but their actual life span will depend on several factors including how often power outages occur, how long power outages last, and the temperature of the environment in which the ups operates. The ups is intended to be used as a back-up power source in case ac power was lost and is not meant to be used as a stand-alone power supply. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high. As a corrective action, manufacturer powervar introduced an additional warning and alarm in upm firmware version 1.21 to help prevent and detect this condition. Additional model information: d11 & c2: the ups was used in conjunction with the cns, and it is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni. S/n: (B)(6). Approximate age of the device: ni. No model was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.